Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; short-term and midterm results of fenestrated anaconda endograft in patients with previous endovascular aneurysm repair zamir et al, j vasc interv radiol 2019; 30:546¿553 https://doi.org/10.1016/j.jvir.2018.11.038. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. 8 patients were further treated with fevar using a non mdt endograft for type ia endoleaks in the endurant stent grafts on unknown dates. It was reported on a unknown date during follow up, the following adverse events were reported; rupture and aneurysm expansion. Per the physician the cause of the events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.